Event description:
The account alleged that the hand pendant has a shredded interface cable with bare wires exposed. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.